Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02999. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid left anterior descending (lad) artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 to 6 seconds, the balloon ruptured. The device was exchanged to a 2.50mm x 15mm nc emerge® balloon catheter; however, during the first inflation at 10 atmospheres for 10 seconds, the balloon also ruptured. The device was completely removed from the patient's body and the procedure was completed with a 12mm x 3.0mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.